Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 with dizziness . During examination, it was noted that there was oversensing of noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). Programming changes were made to the lead. Arm movements were done to reproduce noise and no oversensing occurred after the programming changes. There were no adverse consequences to the patient.